Manufacturer narrative:
(B)(4). In the event additional information is received a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. The customer stated that the device is not available for evaluation therefore no investigation can be performed. (B)(4).

Event description:
The customer stated that while on a patient the pressure regulator was making noise, the cap diaphragm is always inflated without holding the reset button and the unit alarmed paw>50cmh2o and would not go off when pressing the reset button. After further investigation, the customer stated that the vent stopped when this event occurred and was immediately moved to another ventilator. It is unknown if the patient was harmed in this incident.